Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test, battery out limit and blank display from the insulin pump. The customer's blood glucose level was 142 mg/dl. The customer stated that she took the battery out and changed it about 7 times. The customer stated that she received a blank display. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer received failed battery test after multiple battery changes. The customer was unable to run self-test because of low battery. The customer was advised to call back with new batteries to troubleshoot.